Manufacturer narrative:
Device passed displacement test and self test. No unexpected missing segments or partial display anomalies noted. Device received with cracked reservoir tube lip and cracked battery tube threads and scratched lcd window. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen and customer was unable to read the display. No harm requiring medical intervention was reported. The device will be returned for analysis.